Event description:
It was reported that the right ventricular lead was explanted due to a possible lead fracture. The fracture was not visible. No additional information was reported.

Manufacturer narrative:
A complete lead was returned for analysis in 2 segments. The connector portion measured 9.7 cm and the distal portion measured 48.9 cm. The damage found was sustained during the surgical procedure. The lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.